Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 140 mg/dl (advantage) and 66 mg/dl (paramedic's meter) customer states that she was very shaky and unresponsive, and her caretaker called the paramedics. The readings above were obtained when the paramedics arrived. Paramedics did not treat the customer, but she was transported to the hospital where she was treated for low blood sugar (treatment not provided). No actions taken based on device results. Requested return of suspect device and replacement was sent.